Event description:
The physician was using a resolute integrity rapid exchange (rx) drug-eluting stent for treatment of a lesion in the rca. There were no issues noted during preparation/inspection prior to use. Predilation was performed. The lesion was very tortuous and highly calcified. Two resolute integrity stents were placed in the distal/proximal rca lesion successfully. During deployment of a third stent to the mid rca the stent started to slip of the balloon before it crossed the proximal previously deployed stent. The stent dislodged from the balloon as it was been withdrawn into the guide catheter. A snare was used in an attempt to retrieve the stent. The physician was unable to bring the stent through the sheath and the stent lodged in the femoral artery causing a dissection. Pressure was held on that area and the bleeding was stopped. The dislodged stent was not removed from the patient and the 3d lesion in the rca was not treated. The patient was doing well following the procedure. Evaluation summary: the stent delivery system was returned for evaluation. The distal tip was flared. The proximal pillow balloon folds were partially opened and disturbed. Crimp impressions were evident along the working length of the balloon. The stent remains in the patient.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (dislodgement/dissection); patients condition affected effectiveness of device (very tortuous and highly calcified vessel). Conclusion results: device failure/lack of effectiveness related to patient condition (very tortuous and highly calcified vessel).